Manufacturer narrative:
(B)(4). Additional information: the device was received with the I blade upper tip broken lifted and the jaw detached returned. The device was connected to the generator and it was recognized. Because the I blade was damaged and the jaw detached not all testing was performed with the generator. There is insufficient evidence related to what caused the damage; a probable cause of the damage to I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during an ¿offen he¿ procedure, part of blade broke after a few minutes. It could be removed. No further information is available. No patient consequences reported. One device will be returning.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.